Event description:
The doctor reported that he placed a competitor's stent (smart stent) into the middle to distal superficial femoral artery. Twenty two months later, this stent fractured. The fractured stent was re-lined with a luminexx stent. Five months later, the doctor reported that the luminexx stent also fractured in several places. The patient is fine